Event description:
It was reported that after initial implant of this right ventricular (rv) lead there were good thresholds; however, while in post-operative recovery, there was a loss of capture and the patient experienced short runs of ventricular tachycardia. The physician suspected that the lead had dislodged, and the position was too high on the septal wall. X-ray confirmed the dislodgement, and it was decided to replace the rv lead with a new lead of a different model. The lead was disposed of. No additional adverse patient effects were reported.